Event description:
The facility reproted a fail code 810.04. Info wasnot proficed regardingwhethe or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were notavailable regarding addl contact info, pt demographics, medication involved, or pump proramming. The hosprepresentative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.